Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue and results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the image issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the failure of the circuit board caused no appropriate images to be display resulting in the occurrence of freeze and the display of noise on the monitoring screen. The cause of the failure was not identified. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer. The image issues occurred during a gastroscopy/coloscopy procedure. The procedure was completed with another similar device. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. Service found no proper image was shown and it appeared distorted with noise on the monitor screen when connecting devices of all series due to the failure of the printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported several image problems with the subject device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.